Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional b5 narrative: it was reported that the patient experienced hernia recurrence and adhesion following surgery.

Manufacturer narrative:
Date sent to the FDA: 8/28/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent rectus diastases hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted there was the seroma pocket and much of the previous graft material was ripped off the abdominal wall and the muscle groups had been separated. Peritoneum was dissected off of the graft material and the surgeon had full exposure of graft material and the rectus abdominis muscles. Graft material was completely removed and this was taken out through the 12 mm port. It was reported that the patient experienced severe pain and inflammation. No additional information is provided.